Event description:
An incident occurred involving a wire while performing a cystoscopic stone extraction. Resistance was encountered upon advancement of the wire. Contrast extravasation was noted emanating from the proximal ureter. A percutaneous nephrostomy tube was placed, and the stone extraction procedure was aborted. Attempts to acquire further details of circumstances surrounding this event have been unsuccessful.invalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device discarded. The device was destroyed/disposed of.